Manufacturer narrative:
A ge service rep performed an on site investigation. A monitor was sent to the customer so they may replace it. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently failed to display an image. No report of pt injury.